Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use (IFU) states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. The investigation determined the reported shaft bend, resulting in the difficulty positioning the device, appears to be related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first cds was inserted into the anatomy and the medial (m) knob was turned to the 7 o clock position. When the cds was advanced to the valve to check the trajectory, the device made a deep medial dive. There was a set in the shaft, possibly from turning the m knob to 7 o clock. The cds was removed from the anatomy and a new cds was used. Two clips were successfully implanted reducing mr to grade 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.